Event description:
It was reported to philips that the device's battery is not working. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty ac power module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The customer ordered a replacement ac power module field replacement kit to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.